Manufacturer narrative:
Initial reporter email: (B)(6). Investigation summary: a device history record review was completed for provided material number 305106 and lot number 9269808. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the packaging blister top web and a needle assembly with the plastic shield. The assembly has a double needle. It could be possible for this defect to occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After that, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle.

Event description:
It was reported that the bd precisionglide¿ needle experienced needle point penetration through the shield. The following information was provided by the initial reporter: material no: 305106, batch no: 9269808. It was reported needle through shield what is the date of event? (B)(6) 2021. Was anyone hurt? No. I noticed it right away, we took a photo, and I disposed of it.